Manufacturer narrative:
(B)(4).

Event description:
It was reported that in computed tomography - medical imaging, a CT scan of abdomen was performed. Contrast was administered at 3ml/sec with saline administration of 3.9mls/sec. On administration, the radiographer noticed a sharp spike in the injectors' level. The scan showed no contrast in the venous system, however, it was noted that approximately 90ml had extravagated into the shoulder region. The patient did not complain of pain and no swelling was evident at PICC entry site. The patient was seen by radiologist - contrast was evident around shoulder area and PICC tip appeared to be in correct position. The PICC was removed on ward and was found to have a kink and a split approximately 25cm marked. Split occurred whilst contrast was being administered under pressure. PICC was tested prior to hook up. PICC aspirated and flushed easily. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter body ruptured was confirmed. The customer returned one catheter. Visual examination revealed the returned catheter body is ruptured/split just below the worn 25 cm mark and is kinked just below the rupture near the 24 cm mark. The rupture measured approximately 4 mm in length. Microscopic examination of the ruptured area revealed that the catheter body was stretched and that one edge was wavy. The catheter body was likely stretched when the kink occurred just below the rupture causing pressure to the catheter body proximal to the kink and eventually bursting and resulting in the split. The wavy edge is the result of a stretched body. In addition, dried biological material was observed within the catheter body below the ruptured area only. Functional testing was performed using a lab inventory 10 ml syringe filled with water. The syringe was attached to each lumen separately and water was injected. When attached to the distal lumen, water exited at the catheter at the rupture. When attached to the proximal lumen, the water exited the catheter body at the proximal skive as expected. This testing other remarks: confirmed that only the distal lumen ruptured. The lumen inside diameter (ID) is reported as 0.0215- 0.0225" per graphic. As a result, 0.018" long pin gage, was inserted through the proximal lumen easily indicating that there were no blocks. However, when inserted into the distal lumen resistance was felt between the 12 and 8 cm mark. Microscopic examination revealed a large slug of biological material was present in this area. The catheter outside diameter (od) was measured at 0.710 " with ring gages, which is consistent with the od specification of 0.0660- 0.0710" per graphic. The IFU for this product, states several cautions and warnings to prevent catheter rupture. It states: not to use syringes smaller than 10 ml, not to exceed 10 injections or the maximum pressure of 300 psi on power injector equipment, do not exceed the maximum flow rate, ensure patency of intended pressure injectable lumen prior to injection, and to warm contrast media to body temperature prior to injection. The customer did not report any details regarding the pressure used for injection. A device history record review did not reveal any manufacturing related issues. Based on the condition of the catheter and the information reported, operational context caused or contributed to this event. No further action will be taken.